Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device suddenly ceased ventilation output. The patient advised that earlier that morning, when he was on the ventilator, it appeared to stop blowing. The patient then cycled power and it began to blow air again. The patient remained on the device and did not observe any further issues. There was patient use associated with the reported event. There was no harm to the patient as a result of the reported issue.